Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "no harm reported" (no consequence or impact to pt). Product problem: "noticed extra resistance that made it difficult to push the viscoelastic out" (physical resistance). A nurse reported that when injecting extra viscoelastic into the pt's eye, there was extra resistance that made it difficult to push the viscoelastic out. As a consequence, another viscoelastic was opened to complete the surgery. The nurse reported that there was no clinically relevant increase in the duration of the surgical procedure. There was no pt harm.